Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that pump end of life (eol) occurred on (B)(6) 2013. The eol was confirmed and was reported to have been within the expected longevity range. Tube set occurred on (B)(6) 2013 as expected. At the time of the report the patient was experiencing some ¿jitteriness¿ and the doctor was sending the patient to the emergency room (ER) because he did not want the patient to be left alone. The doctor assumed intravenous (IV) narcotics would be delivered until they could find a surgeon willing to replace the pump. The patient could not find a surgeon to replace the pump because the patient did not have insurance. The patient was to work with the doctor and a manufacturer representative to find a surgeon. The device system delivered hydromorphone and clonidine. Additional information has been requested but was not available at the time of this report.